Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the left therapy pad that is bleeding. There was no alleged device malfunction contributing to the irritation. The patient is currently on blood thinners and confirmed that he reached out to his physician regarding the skin irritation. The physician advised the patient to remove the lifevest. Follow up indicated that the skin irritation has healed since removing the lifevest.